Manufacturer narrative:
The customer stated the leak was coming from v26 valve area. Service visited on (B)(4) 2011, and replaced valve v1 and tubing. The field service engineer (fse) primed 30 times and tested the instrument for proper operation. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a fluid leak on synchron lxi 725 clinical system. The leak fluid appeared to be water but the customer was not sure. The leak did not cause hazardous condition in the lab and no one was affected by the leak.